Event description:
The customer reported the system displayed a communication fail error message. No report of pt injury.

Manufacturer narrative:
A ge service representative performed an on site investigation. The 5 volt power supply and interconnect cable were repaired. The system was then found to be operating as intended.